Event description:
Reportedly, noise on ventricular channel was observed, which led to ventricular pauses.

Event description:
Reportedly, noise on ventricular channel was observed, which led to ventricular pauses.

Manufacturer narrative:
Preliminary analysis of available programmer data identified an apparent electrical problem, potentially related to an issue of the subject lead.

Event description:
Reportedly, noise on ventricular channel was observed, which led to ventricular pauses.